Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I. It was reported that the patient's neurostimulator (ins) was placed below belt line and caused pain and irritation. Patient reported that the ins never captured pain area in leg but did capture foot and provided 50% relief. Patient claimed their hcp placed the device in a bad area. Ins replacement and pocket revision done on (B)(6) 2018. Ins was moved to buttock area. Patient reported they were happy with coverage of device for pain area as it captured leg pain and was happy with new placement. Issue was resolved. No further complications were reported/anticipated.